Event description:
Customer reported the insulin pump alarmed button error and the keypad was also unresponsive. Customer stated that sometimes she would try to input her blood glucose or carbohydrates and the numbers will just continues scroll up. Customer's blood glucose was 112 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer stated the issues have been occurring for two months. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent up arrow button response due to corroded keypad traces. No unexpected number ramping anomalies were noted. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.